Event description:
Caller is a med tech in the lab area. She explains that the person who is having " the reaction" has been working around device for a long time but in a small 'closet like' area that is not well ventilated. The person is experiencing burning in eyes and nose and is now taking albuterol inhalers to help her breathing difficulties which the caller states have been caused by vapors. She states that this problem with the vapors being too strong has been going for 18-20 months-maybe longer.

Manufacturer narrative:
Date sent to FDA: 3/27/97evaluation completed.